Manufacturer narrative:
Three devices were returned and evaluated. The evaluation result is as follows: three devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint for these devices could not be confirmed.

Event description:
The patient reported that the needle button released on its own.